Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR 3013756811-2019-61980.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Pump was reset to resolve the issue.